Manufacturer narrative:
This device was not returned to (B)(4) for evaluation. A manufacturing review was performed, and not non-conformances were present. No other results are available since the device was not returned to (B)(4).

Event description:
The initial reporter stated that "the break away tab is difficult to remove". They state a piece of that tab is remaining in the tubing, not allowing the flow stop to depress fully and renders the tubing useless. During follow up they confirmed that because the break away tab wasn't removed correctly, their patient missed two infusions of hydration. No adverse effects were seen due to these missed infusions. (B)(4).

Manufacturer narrative:
This device was returned to mmdg for evaluation. A manufacturing review was performed, and no non-conformances were present. When the device was investigated by mmdg no failures could be found.

Event description:
The initial reporter stated that "the break away tab is difficult to remove". They state a piece of that tab is remaining in the tubing, not allowing the flow stop to depress fully and renders the tubing useless. During follow up they confirmed that because the break away tab wasn't removed correctly, their patient missed two infusions of hydration. No adverse effects were seen due to these missed infusions. (B)(4).